Manufacturer narrative:
Correct contact address (B)(4).

Event description:
The customer reported that the ventilator alarmed with blower temperature high occurrence. Patient impact is unknown.

Manufacturer narrative:
Conclusion / root cause: the blower assembly passed all testing. A high blower temperature alarm (1122 error code) could not be duplicated. There were no faults found with the blower assembly. This report is being submitted as part of the remediation for CAPA (B)(4).